Event description:
It was reported that the buttons on the insulin pump were not responding. Customer stated especially the act and arrow buttons. Customer's blood glucose reading at the time of the call was 10 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased act button dome switch. No cosmetic damage noted.